Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged (burnt and corroded) printed circuit boards could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that his olympus evis exera iii video system center was not recognizing the scope and instead of displaying an e899 scope communication error. According to the initial reporter, this event took place during a diagnostic colonoscopy. Reportedly, several scopes were attempted, but the problem persisted. The customer confirmed that the intended procedure was completed without patient harm, though an approximately 30-minute delay did occur.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The scope detection was not functioning properly. Furthermore, the power switch was pushed in and would not return to it¿s original positioning ¿ causing the reported e899 error code. There were two damaged printed circuit boards noted as well. They were burnt and had corrosion present. The damage to these two boards are possibly responsible for the reported failures ¿ though the investigation is still ongoing. If additional information becomes available following the device evaluation, a supplemental report will be filed.